Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving a patient notifier for upper out of range pacing lead impedance. Increased capture threshold was observed. The patient experienced an uncomfortable pressure in her chest during pacing. Lead capping was recommended. No further information is available.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received states the lead was explanted and replaced. The patient condition is good.